Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the customer that his wife had an emergency appendectomy procedure about 4 weeks ago, (B)(6) 2011. The patient came home with a low grade fever 99.5 and some pain in the surgical area. The patient is taking tylenol for the fever. Twenty four hours after the patient was home she started itching. Forty-eight hours after the patient was home a rash and hives developed. The patient started taking benadryl and the hives went away but the rash remained. The benadryl controlled the itching, but as soon as the benadryl wore off the inching would re-occur. Also the patient is having pain at the surgical site after eating. This also has been occurring since the patient has been home. The rash has faded and the skin is rough. A CT scan and blood work was done to check for infection. There was no infection. A metal patch test was done and the patient is highly allergic to nickel, chromium. The husband stated that his wife's appetite is fine. He also stated that she is tired all the time, sleeping nine to ten hours a night plus napping during the day. The husband stated that they are trying to set up test for titanium. The test is the (B)(6) for titanium (B)(6). Additional information has been requested.